Manufacturer narrative:
Hedayati, bobak et al.. ¿adverse events associated with cryolipolysis: a systematic review of the literature.¿ dermatologic surgery, vol. 46, no. 1, oct. 2020, pp. S8¿13. Https://doi.org/10.1097/dss.0000000000002524. Hernia and diastasis recti (other medical) are identified as a potential risk associated with the coolsculpting procedure when a vacuum applicator is used. The coolsculpting user manual, under rare side effects, states, ¿treatment may cause new hernia formation or exacerbate pre-existing hernia, which may require surgical repair.¿ it also states in the warning section that ¿the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device.¿

Event description:
According to literature article, "adverse events associated with cryolipolysis: a systematic review of the literature" it was reported that, two patients reported umbilical hernias developing soon after lower abdominal treatment.